Event description:
React health received a complaint from a durable medical equipment provider stating that an out of box failure occurred and that the device had a burning smell.there was no patient harm or injury.the device has not been returned to the manufacturer.a follow up report will be filed once the investigation is complete.